Event description:
It was reported that the lead exhibited loss of atrial cap- ture at a maximum output setting of 7.5 v, 1.5 ms. The lead was repositioned successfully. The patient's condition was good after the event.

Manufacturer narrative:
No medwatch form was received.